Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and corrections to e2, e3, g2, h4 and h8. The information included in e2, e3, g2, h4 and h8 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error code was caused by a video-jack socket failure. It¿s likely the failure occurred due to accumulation of lint debris in the socket. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[6.3 connection of an endoscope] make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. [8.1 care] do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty video connector was discovered and caused the reported b30 scope communication error. Additionally, the bottom chassis was found corroded, the main switch was difficult to operate, and the software was in need of updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center began to display a b30 scope communication error during a diagnostic colonoscopy procedure. According to the initial reporter, the camera was changed and/or reset to stop the error code. There was no patient harm reported as a result of this event.